Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak at the arm positioner. It was reported that during preparation of the clip delivery system (cds), a leak was observed at the arm positioner. The device was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch, additional information reported that: it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was no issue during preparation. One clip was deployed without issue. A second clip delivery system (cds) was advanced; however, imaging was difficult. The clip was deployed. After deployment, the clip partially detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda). An attempt was made to implant a third clip however the mr could not be reduced. The procedure was discontinued. Two clips were implanted, reducing the mr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 2507 labeled. Internal file number - (B)(4). Type of reportable event updated from malfunction to serious injury . Patient code 2645 was removed and replaced with code 2199. Device code 1354 was removed and replaced with code 2507. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a cause for the reported single leaflet device attachment (slda) could not be determined. It was reported that visualization was difficult, which may have contributed to the slda; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.